Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Event description:
It was reported that during a whipple procedure, the clicking mechanism in the handle of the instrument kept getting stuck, preventing the jaws to reopen after closed on tissue. A second like device was used to complete the procedure. There were no patient consequences reported.